Event description:
It was reported that an ilet bionic pancreas had an unresponsive touchscreen associated with a crack on the right side of the display, while insulin delivery continued but meal declarations could not be entered. Replacement was arranged. No symptoms, physical injury, or clinical effects reported. Outcomes included functional limitation of user interaction with the device interface without interruption of basal insulin delivery. Investigation included collection of device history and case information and arranging retrieval of the original device for evaluation. Investigation of this case revealed a broken or cracked screen consistent with mechanical damage resulting in loss of touch responsiveness. It was concluded that the device experienced a screen hardware failure; clinical harm did not occur.